Manufacturer narrative:
B5 describe event or problem, corrected data: follow-up report #1 inadvertently listed wrong information about the devices not be received by the manufacturer. D10 device available for evaluation?, corrected data: follow-up report #1 inadvertently left blank. H3 device evaluated by MFR?, corrected data: follow-up report #1 inadvertently left blank.

Event description:
The explanted generator and lead were received, but product analysis has not been completed to date.

Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.

Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.028 volts, and the memory locations on the generator indicated that 708730702122nc of the battery had been consumed. There were no performance, or any other type of adverse conditions found with the pulse generator. Product analysis was completed on the returned lead. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. An abraded opening was noted on the connector boot resulting in portion of the manufacturing ID tag exposed. The lead coils are exposed, tightly twisted, and making electrical contact resulting in a low impedance condition between the connector pin and the connector ring. Also, a coil break was identified at the end of the lead coils. The appearance of the lead coils at the break location suggests patient manipulation of the implanted device, a ¿twiddler¿. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
The patient's device was checked and they presented with low lead impedance. No known surgical intervention has occurred to date. No other relevant information has been received to date.